Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was not successfully implanted as the screw became stuck and could not retract back into the lead. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted as the screw became stuck and could not retract back into the lead. It was then decided to use a new lead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.